Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned complete. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 172 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring above 3000 ohms, which caused a lead safety switch (lss). It was also noted that the lead exhibited noise oversensing as well as loss of capture (loc) and pacing inhibition caused by a lead fracture. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring above 3000 ohms, which caused a lead safety switch (lss). It was also noted that the lead exhibited noise oversensing as well as loss of capture (loc) and pacing inhibition. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring above 3000 ohms, which caused a lead safety switch (lss). It was also noted that the lead exhibited noise oversensing as well as loss of capture (loc) and pacing inhibition caused by a lead fracture. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead had not been returned.